Manufacturer narrative:
Investigation of the event determined the cause was a clear customer handling problem. The customer was changing the fuse f3 without shutting down the analyzer first as required by product labeling. No one was injured or affected. No erroneous test results were reported.

Event description:
The customer stated she went to change the f3 fuse and it blew up and there were glass shards in the fuse holder. There were no adverse affects to the customer as a result of this event. The field service representative determined the cause of the event was user error. The customer did not do a complete shutdown prior to changing the fuse as required by product labeling. He replaced the f3 fuse holder and the fuse. He powered up the analyzer with no errors. Customer ran quality control with results in range.